Event description:
It was reported that the patient with this right atrial lead experienced a syncope episode, additionally, the patient has not been feeling well and is feeling anxious. It was determined that this lead was fractured. Further review of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.